Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600 um laser fiber was used during a bladder tumor laser excision procedure in the bladder performed on (B)(6) 2016. Reportedly, the laser unit used was a vela xl laser with the total energy of 60w. According to the complainant, this was the fourth use of the lighttrail reusable 600 um laser fiber (the first case was captured by manufacturer report # 3005099803-2017-00813, the second case was captured by MFR report # 3005099803-2017-00814 and the third case was captured by MFR report # 3005099803-2017-00815). During procedure on (B)(6) 2016 and while inside the patient, the fiber connector was a bit hot while continuous laser wave power was used at 60w. The physician/nurse was not burned as a result of the event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail reusable 600um laser fiber was received for evaluation. Visual analysis revealed that the sma connector was returned separated from the fiber. There were burn marks on the sma connector and on the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on february 27, 2017 that a lighttrail reusable 600um laser fiber was used during a bladder tumor laser excision procedure in the bladder performed on (B)(6) 2016. Reportedly, the laser unit used was a vela xl laser with the total energy of 60w. According to the complainant, this was the fourth use of the lighttrail reusable 600um laser fiber (the first case was captured by manufacturer report # 3005099803-2017-00813, the second case was captured by MFR report # 3005099803-2017-00814 and the third case was captured by MFR report # 3005099803-2017-00815). During procedure on (B)(6) 2016 and while inside the patient, the fiber connector was a bit hot while continuous laser wave power was used at 60w. The physician/nurse was not burned as a result of the event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.